Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient controller would not recognize the implantable neurostimulator (ins). The patient attached their recharger to see if the ins would connect if it was charging, which it did, but later it lost connection. It was also reported that a ¿no device found¿ error message was displayed on the controller. At the time of the issue, it was noted that the patient was sitting in a recliner. The manufacturer representative stated that they would meet with the patient on (B)(6) 2017 for further troubleshooting. It was noted that the issue was not resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient called them on (B)(6) 2017 and stated that their ins was 'searching for the device' and that the next day they brought the patient a loaner controller and the patient was able to connect. The patient met again with the patient and re-synched with the patient's controller. Later on, the patient stated that it would not connect again unless the recharger antenna was against the implant, and that a 'no device found' message was seen on the controller screen. A new controller was sent to the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient called them on (B)(6) 2017 and stated that their ins was 'searching for the device' and that the next day they brought the patient a loaner controller which was able to connect. The rep met again with the patient and re-synched with the patient's controller. Later on the patient stated that it would not connect again unless the recharger antenna was against the implant, and that a 'no device found' message was seen on the controller screen. It was very difficult to communicate using the antenna. A new controller was sent to the patient. No patient complications were reported. Additional information was received and it was reported that the replacement of the controller resolved the patient's inability to connect to the ins.